Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an open ventral hernia repair on (B)(6) 2013 and mesh was implanted. The patient experienced a bowel obstruction and required a re-operation. During the surgery, the surgeon noted that the mesh was adhered to the bowel. The surgeon removed the mesh from the bowel and re-tacked it the abdominal wall.

Manufacturer narrative:
(B)(4) - patient underewent a reoperation on (B)(6) 2013. The patient's status is reported as being fine.